Event description:
New information indicated that the lead continued to exhibit noise. Noise was not able to be reproduced in clinic. No intervention was reported and the lead remained implanted.

Event description:
It was reported that the ventricular lead exhibited noise. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.